Manufacturer narrative:
Follow-up information received on 20-nov-2015: follow-up attempts were done with no response to date.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043929) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 for birth control. Consumer reported that, after she had essure inserted, she started having symptoms surfacing. She had to see different doctors and an allergy physician and was prescribed a lot of different medications that she never took because she is not medicating her body. The physician who planted the device never told her that it was a permanent device and she thought she would be able to get it taken out as she pleased to have another child if she wanted to. The symptoms that started surfacing were majorly bad headaches that put her in bed, pain during sex, constant bleeding at one point, rashes from month to month that she had to go to the hospital for, nickel allergy, massive tiredness and being in bed a lot for barely keeping her eyes opened and having to get polyps removed from her cervix (precancerous cells). She is still having major pain during sex with her partner and she has dealt with relationship problems cause of the device and many other bad things has happened to her. Consumer has also gained massive amounts of weight over the years from it as well that she is still trying to work off. On (B)(6) 2015, essure device was explanted. The seriousness criterion "required intervention" was reported but not specified or assigned to one of the events. Follow-up received on 20-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who started having constant bleeding (interpreted as genital bleeding) and nickel allergy after she had essure (fallopian tube occlusion insert) inserted. She also had polyps removed from her cervix (precancerous cells). Essure was explanted 7 years after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure, except for polyps removed from her cervix (precancerous cells) which is unlisted . After essure insertion abnormal genital bleeding and menses pattern changes may occur. Also, patients who are allergic to nickel may have an allergic reaction to this device; some patients may develop an allergy to nickel if the device is implanted. Considering the nature of the events constant bleeding and nickel allergy, and compatible temporal relationship causality with essure cannot be excluded. Regarding the event polyps removed from her cervix (precancerous cells), it was interpreted as cervical dysplasia. Cervical dysplasia may refer to premalignant squamous changes of the cervix also known as cervical intraepithelial neoplasia (cin). The major cause of cin is chronic infection of the cervix with the sexually transmitted (B)(6). Considering this event's pathophysiology and essure's local effect in fallopian tubes, the event was assessed as unrelated to essure. Additional non-serious events were reported. Since essure removal was reported (intervention implied), this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.